Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical dept with a report of pump alarmed e321. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were on reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.